Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, throughout the case, there were continuous suction alarms, even after volume and positioning corrections. Flows decreased from 3.5 to 1.2 liters per minute in auto mode and guided repositioning under echocardiogram did not resolve the low flows. The decision was made to remove the pump with a flow of 2.5 liters per minute. There was no patient harm reported.